Manufacturer narrative:
The customer¿s report that the devices turned off unexpectedly during use was confirmed and replicated. Inspection of suspect 8110 device, serial number (B)(4), found both male and female iui pins to have a very light contaminant film. Inspection of the concomitant pcu device, serial number (B)(4), iuis found a heavy film on the female iui pins; and a very light film on the male iui pins. Inspection of concomitant 8110 device, serial number (B)(4), found the male iui pins to have a very light contaminant film; the female iui found to be in good working order. Analysis of the syringe module event logs show multiple instances where the devices were infusing and for no apparent reason the logs recorded a 'power on' event. This sequence of events is consistent with infusions that were likely interrupted by channel disconnect events where power to the devices was lost. The actual channel disconnect event is normally recorded in the pcu event log; however, continued use of the device at the customer site resulted in the log for the event date being overwritten. It cannot be determined through the log review which side of the pcu the devices were attached to. Testing was able to replicate the reported channel disconnect event with the two syringe modules attached to the left side of the pcu. Testing identified the female iui connector on the pcu to be the source of the disconnect event. A close inspection of the female iui noted a heavy contaminant film on each of the contacts. The root cause of the channel disconnect event was determined to be contamination on the pcu female iui connector contact pins.

Event description:
The customer reported that the pump turned off unexpectedly. The customer did not specify which device(s) turned off, only that 2 syringe pumps were connected to a pcu. There were no reports of patient harm.